Manufacturer narrative:
No sample was returned by the customer. Product support conducted testing on retained cardiac lot w48755 with cal h (positive control). Results for tni are below: cal h -overall recovery was 87%, within mfg specs. Two points were outside the 2sd, one above and one below. This is also within mfg specs. No error codes or device issues were observed. No false negatives were observed using cal h. No value provided by customer is above the clinical cutoff of 0.40ng/ml as stated in the package insert. "Without sample, package insert is unable to rule out sample specific interference that may have caused discrepancies between triage and centaur."

Event description:
Caller reports receiving new meter in lab and performing side by side correlation study of troponin (tni) results over the past month with their centaur analyzer. Whole blood run on triage and serum on centaur. The sites tni cutoff for triage meter is <0.05 (negative) with any value at or above 0.05 considered positive. The centaurs cutoff values are <0.06 (considered normal), 0.06-0.09 (indeterminant), 0.1-0.78 (elevated), and >0.78 (myocardial infarction). Pt returned negative tni on triage and repeated this result after the following centaur results: pt 2: tni 0.086. Notes at admission: acute chest pain, acute coronary syndrome, atrial fibrillation, bronchospasm, exacerbated chronic obstructive pulmonary disease, bronchitis. Notes at discharge: (B)(6) 2011- shortness of breath improved, hypertension, paroxysmal atrial fibrillation, congestive heart failure, hypothyroidism, chronic kidney disease, benign prostatic hypertrophy, hematuria.